Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead implant procedure. During procedure, the right ventricular lead could not be fixated. The physician replaced the lead during procedure. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.